Event description:
Complainant alleged that during a routine preventative maintenance check, the device's pacer rate potentiometer inappropriately jumps from 60ppm to 30ppm. The complainant indicated that there was no pt involvement in the reported failure.